Event description:
The product was returned as an implant failure because of no integration with bone. Based on the report, the pt had moderate oral hygiene, moderate bone quantity and type 3 bone quality. A traditional 2 stage surgery was done. The fixture was placed in tooth (B)(6). Tutogen allograft was used as a bone augmentation material. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The implant was removed because of bone condition and infection. The pt outcome was reported as recovered, no complications. The explanted implant was replaced with a larger size diameter implant.

Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within spec. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.